Event description:
During remote follow-up, myopotentials and post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient experienced no adverse consequences and will continue to be monitored.